Event description:
Add'l info rec'd on 7/8/04: dr performing hysteroscopy with resection of uterine fibroid. During procedure, zimmer hysteroscopy pump stopped working, in flow of saline was stopped intrauterine bleeding occurred. Pressure applied with spongestick. Bleeding continued, methergene was ordered and given by anesthesia. The 30ml foley catheter was placed intrauterine for pressure. Dr notified family and asked for consent for life-saving hysterectomy. Continued holding pressure, bleeding controlled by dr ebl 1000ml. T&s ordered, pt admitted. Equipment sent out for repair. 2004 - bleeding was controlled, hysterectomy not needed at this time.

Event description:
Dr performing hysteroscopy with resection of uterine fibroid. During procedure, zimmer hysteroscopy pump stopped working, in flow of saline was stopped, intrauterine bleeding occurred. Pressure applied with spongestick. Bleeding continued, methergene was ordered and given by anesthesia. 30ml foley catheter was placed intrauternine for pressure. Dr notified family and asked for consent for life-saving hysterectomy. Continued holding pressure, bleeding controlled by dr, ebl 1000ml. T&s ordered, pt admitted. Equipment sent out for repair.